Event description:
Info received indicates when the facility attempted to operate the air system; they saw an electrical arc near the middle of the bed and lost all power to the air system. The facility found that insulation was worn on the cable to the air pump, exposing bare wires which shorted on the switching valve bracket.

Manufacturer narrative:
The facility has ordered parts, but has not completed repairs to the bed.